Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was leaving three strips out of the cartridge and using them throughout the day. Dario's user guide states in the section storage and handling: "a test strip is sensitive to humidity. Therefore, you should keep a test strip in the specified cartridge" and "after removing a test strip from its cartridge, you should use it within 3 minutes.". In addition, the user reported that after opening a new cartridge of strips, she received bg readings that were in normal range for her. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On may 6th, the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported receiving bg readings of 96 mg/dl, 199 mg/dl, and 292 mg/dl from her dario meter, all within a few minutes.